Manufacturer narrative:
The genomic dna sample was sent to grifols ih center for next generation sequencing. Sequencing interrogated rh gene exons 1-10. The genotype obtained by sequencing and ID core xt is the same, rhce*ce, rhce*ce[733g] (rhce*cevs.01). The rhce:c.733c>g variant was always reported linked to rhce*ce haplotype. Hence, rh sequencing has failed to detect any variant in the gene that could explain the e negative result obtained by serology. ID core xt reported a predicted e+ phenotype, but the serology data from the user is e-. Since ID core xt agreed with sequencing, this is not considered a discrepant result.

Manufacturer narrative:
The genomic dna sample was sent to grifols ih center for next generation sequencing. At the date of this reporting the investigation is on-going.

Event description:
The customer reported a possible discrepancy. The serological phenotype was e- and the ID core xt genotype suggested a phenotype of e+.